Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous left anterior descending artery that is 99% stenosed. The lesion was pre-dilated with an unspecified device and the 3.5x28mm xience xpedition stent delivery system (sds) was deployed. An edge dissection was observed and another xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.